Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. Thereafter the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not advise to shock a patient that was in ventricular fibrillation; therefore no therapy was delivered. Another device was available to use. This issue is patient related; however there was no adverse patient outcome. There was no additional information provided by the customer regarding the patient event.